Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape, act and up buttons due to moisture damage keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and display the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed a button error alarm. Customer's spouse reported she had put the device in rice and taken it apart many times. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.